Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 700mg/dl, and her blood glucose was treated with an insulin drip. The customer experienced dehydration, ketones, excessive thirst, and nausea. Troubleshooting was performed. The caller mentioned receiving no delivery alarms prior to her admission, and she changed the infusion set and reservoir multiple times. The customer did not feel comfortable and requested the device be replaced. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.